Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent that are cleared in the us. The pro code and 510 k number for the venovo venous stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided x ray images demonstrate the placed stent inside vessel; the catheter marker scale inside the stent confirms elongation of the stent, as reported. In this case the vessel was not difficult, the lesion was predilated, and system compatible 9fx25cm introducer with 0.035" guidewire were used for access. During deployment, the user did not experience difficulty, and the system was correctly held at the stability sheath with removed slack. Based on the investigation of the provided information, the investigation is closed as confirmed for stent elongation. A definite root cause for the reported event could not be determined. Labelling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Holding and handling of the system was found sufficiently described, in particular the instruction for use (IFU) state: confirm that the introducer sheath is secure and will not move during deployment. Hold stability sheath. Do not hold or touch the dark moving sheath. Note: do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit. Regarding pta the IFU state: predilatation of chronic lesions with a balloon dilatation catheter is recommended. Regarding access/accessories the IFU state: 8f introducer for stent diameters of 10 mm and 12 mm, 9f introducer for a stent diameter of 14 mm, 10f introducer for stent diameters of 16 mm, 18 mm and 20 mm, 0.035 inch (0.89 mm) diameter guidewire. Regarding damage the IFU state: examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used. Stent misplacement was found mentioned under potential adverse events that may occur. E1, g2, g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure by using venovo venous stent. It was reported that during the procedure the stent allegedly elongated and stretched by approximately three cm. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent that are cleared in the us. The pro code and 510 k number for the venovo venous stent are identified in d2 and g4 as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure by using venovo venous stent. It was reported that during the procedure the stent allegedly elongated and stretched by approximately three cm. There was no reported patient injury.